Event description:
A caller reported an issue with touchscreen responsiveness, specifically that the pump screen was frozen and unresponsive to input. The customer's blood glucose level did not exceed 500 mg/dl and was thus within normal range. The caller was unable to interact with the pump screen; however, after receiving complete pump reset information from technical support, the caller chose to reset the pump. Following the reset, the customer was able to interact with the pump screen, resolving the issue.